Event description:
It was reported the subject device had no image on screen and also showed error e842 (white balance error) and e853 (white balance not complete). There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, a6, b5, b6, b7, d8, d9, h2, h3, h4, h6, h11. The device was returned to the regional repair center for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, regarding the customer's allegation the endoscopic image cannot be displayed because cable unit is cracked. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: no patient was involved and the procedure was completed with a similar device.